Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9735560, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro). It was reported intra operatively during setup that there was a cooling catheter leak. The leakage was in the return line connector on the main tube (8m) return connector to the secondary tube (4m) connector. Troubleshooting was performed and there was a blockage in the connector that caused the cooling liquid to exit through the connector/tube gap. The probable cause of the reported issue was that there was a production error of the connector. The next step was to remove the connector and do a manual connection. There was less than an hour delay in the case. No impact on patient outcome.

Event description:
Additional information was received stating that the issue was that cooling liquid was not flowing freely though the return connector. The site received the connector clogged and not working correctly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.